Event description:
The customer reported to olympus, there was a hole at the tip on the evis exera ii ultrasound gastrovideoscope, which had been observed during reprocessing. The intended unknown therapeutic procedure that was going to occur after the reprocessing was completed with a different device. There was no delay in the procedure. The device is leak tested after every use. During the inspection of the returned device, there was a dent near the light guide cover and the light guide glue on the cover was peeling. There were no reports of patient harm associated with this event this medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The distal sheath was cut and leaking. The glue on the rubber of the bending section cover was cracked. There was a dent near the light guide cover and the light guide glue on the cover was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the light guide glue on the cover was peeling likely occurred from external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 04-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.